Event description:
On (B)(6), 2012, it was reported that the patient was inspected at age thirteen. The device was turned off prior to this physician's care. The patient came to the practice with her device off. The patient's vns was never assessed by this physician due to the fact that she had it off prior to their care. The location of pain was unknown. It was also stated that the patient never tolerated vns therapy, even at minimal settings. The vns stimulation caused increased anxiety. The device was disabled prior to the patient's first visit with the physician in 2008.

Event description:
It was initially reported that this vns patient was scheduled for generator and lead explant. The reason for explant was not provided. The patient underwent explant surgery on (B)(6), 2012. On (B)(6), 2012 a vns treating physician reported that the patient's generator was explanted due to discomfort and pain when lying on the left side. The device has been disabled for several years due to lack of efficacy. The patient has since undergone resective surgery for epilepsy. The lead was explanted as a result of a patient/surgeon decision. Attempts for additional information, product information, and product return have been unsuccessful.